Manufacturer narrative:
Device remains implanted. If add'l info becomes available, it will be reported on a supplemental report.

Event description:
On (B)(6) 2011, the pt underwent surgery with the hansson pin. One week after the surgery, the hook of the distal hansson pin backed out about 3mm to lateral side. The surgeon requested the investigation of the event and the clinical assessment.